Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
The end user stated that her nebulizer stopped working. She stated that it will power on but it will not mist to dispense her medication.